Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and was unable to perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, end cap address label fading and minor scratched lcd window.

Event description:
The customer reported via phone call that insulin pump had clear ring on of reservoir compartment fell off. The blood glucose at the time of the incident was 240 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.